Manufacturer narrative:
Tracking number: (B)(4). Phone number: (B)(6). Phone number: (B)(4).

Event description:
According to the reporter during a lap inguinal hernia (tep) procedure, the balloon did not inflate. It was possibly leaking. The doctor was unable to dissect out the pre-peritoneal space in order to inflate the abdomen. Another device was used to complete the procedure with no issues. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.